Event description:
It was reported that the estimated remaining longevity of this subcutaneous implantable cardioverter defibrillator (s-ICD) had decreased from 33% remaining to 15% remaining. Boston scientific technical services (ts) performed a data analysis and noted a premature battery depletion; device replacement was recommended, and a safe replacement interval was provided. The device remains in service. No adverse patient effects were reported. Additional information was received indicating that this device was explanted and replace. No additional adverse patient effects were reported. This device has not been returned.

Event description:
It was reported that the estimated remaining longevity of this subcutaneous implantable cardioverter defibrillator (s-ICD) had decreased from 33% remaining to 15% remaining. Boston scientific technical services (ts) performed a data analysis and noted a premature battery depletion; device replacement was recommended, and a safe replacement interval was provided. The device remains in service. No adverse patient effects were reported.